Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation. The customer reported that the resident was transferred with the sara 3000 in accordance with the written documented instructions in the day structure. The abdominal belt was fastened but the lower leg straps were not applied. During a transfer the resident suddenly experienced a fainting episode and slumped over. The two carers caught the resident. When the resident was put down, she had her left leg outstretched. As a consequence of the event the resident sustained femur fracture. The lack of the lower leg straps not cause the patient to fall as this part is not responsible for supporting the patient's weight. Lower leg straps are accessory used to ensure that the lower parts of the resident¿s legs stay close to the knee support. They pass around the knee supports, then around the resident¿s lower calves. To fasten, the strap should be clicked into it¿s socket as with a seatbelt. Caregivers should check that the belts are firm and comfortable for the resident. Despite the fact that the patient's mobility allowed the use of the sara 3000 lift, the unexpected " fainting episode " led to a loss of stability (the patient was not able to stand) and slipped out of sling. The cause can be determined as unfortunate event. The instruction for use for sara 3000 (kkx81010m) device contains information that: "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person" "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions". "Warning:the resident¿s feet shall always remain in full contact with the foot support.¿ based on the information provided, it can be concluded that no device malfunction was found that could have caused the resident to fall. It appears that the fall and injuries occurred as a result of unexpected behaviour. To sum up, arjo active floor lift and active sling were used as a system for patient transfer when the resident slipped out of the device. As no malfunction was found the device met its specification. The complaint was decided to be reportable due to the resident¿s fall.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The resident was transferred with the active floor lift sara flex. During the transfer the resident suddenly suffered a fainting spell. The resident slumped over. Two carers ¿caught¿ her. When the resident was put down, she had her left leg outstretched. As a consequence of the event the resident sustained femur fracture.